Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the lung tissue during a laparoscopic video-assisted thoracoscopic surgery segmentectomy p rocedure, the surgeon was able to press the green button but was not able to squeeze the handle and the stapler was not able to fire. They replaced the device with a new reload to complete the procedure. There was no patient injury.